Event description:
Patient enrolled into the trial. Minor ischemic stroke reported. After deployment of stent, the patient had slight right hand weakness. Patient was alert and oriented. The ICU patient was noted to have an acute stroke. Patient had a neuro consult, eeg, us, and CT of head which showed an infarct. Recovered without sequelae.